Event description:
Hp-bum hole-unit. The customer came into the store and stated that a heating pad had burned her sheets and her mattress. It is unk where the pad was purchased or when. The claimant would like for her sheets and mattress to be replaced.

Manufacturer narrative:
This heating pad is part of homedics 2007 recall.